Event description:
During a clinic follow-up, a diagnostic anomaly was observed on the device. Technical support was contacted and the device was programmed to nominal settings to resolve the event. The patient was stable and will continue to be monitored.